Event description:
It was reported that the wake button was intermittently delayed in responding to touch. Customer¿s blood glucose was 148 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.